Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error. Additionally, it was reported an occlusion alarm occurred. Reportedly, the pump supplies had been in use for more than 3 days. A supply change was performed resolving the occlusion. Blood glucose level was 449 mg/dl.

Manufacturer narrative:
The investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. No failure relating to the cgm issue was identified.